Manufacturer narrative:
The actual complaint device was not made available to carefusion from the reporting facility. However, testing was performed using eight (8) representative samples of the peep valves from the same lot reported (lot 131028). In addition, one (1) 2k8082 peep valve was also tested as a control. The testing was performed using one (1) ambu resuscitator. The caps were tested at a resistance of 5cmh2o and 20cmh2o, which represents both extremes of the peep range. Each peep valve was firmly connected to the resuscitator bag without any issue. The resuscitator was attached to the test lung. Each of the nine (9) peep valves was tested using two different methods on the test lung. The peep valves were tested at both 5cmh2o and 20cmh2o, for a total of 36 tests. None of the peep valves popped off during testing. The reported issue could not be duplicated, regardless of the resistance applied during testing. The 30 ID dimension of each peep valve was measured and all were within specification (1.72mm, 1.44mm, 1.48mm, 1.23mm, 1.01mm, 1.18mm, 1.02mm, 1.40mm, and 1.05mm ¿ specification is 0-3.1mm). A review of the device history record (DHR) for lot 131028 was performed. There were no issues identified that would have contributed to your reported issue. The reported issue could not be confirmed. A review of the carefusion complaint system was performed for this device for a two year period (30sep2012 through 30sep2014). During this time period there has been one other customer reported complaint for ¿loose¿ involving four (4) devices ((B)(4))and one customer reported complaint for ¿loose ¿ peep valve popped off during use¿ for one (1) device ((B)(4)). These complaints were received at the same time from the same reporting facility ((B)(6) hospital & medical center). Carefusion has sold over 150,000 units of this product during this same two year period, which does not indicate a negative trend. The reported issue will continue to be trended, evaluated, and monitored by carefusion.

Event description:
Customer reported via medwatch:event desc: during manual ventilation with ambu bag during transport of an intensive care unit (ICU) patient from emergency room CT scanner to medical intensive care unit (micu), the respiratory therapist noticed that the positive end expiratory pressure (peep) valve did not fight as tightly as it used to. Then, the peep valve fell off the ambu bag. The peep valve was set at 15 cmh20 . The patient needed cardiopulmonary resuscitation (CPR) immediately following the loss of the peep valve. The patient was successfully resuscitated. Later, the respiratory therapy manager found out that the peep valve had changed, but the distributor and catalog number were the same (entirely different peep valve than previously stocked peep valve). Distributor never told facility about this change in peep valve. A formal complaint was lodged with the distributor. Additional information was obtained from the customer. It was confirmed that the patient had no underlying pulmonary conditions at the time of the incident. There was no use of any extension on the exhalation circuits and there was no airway pressure monitor in use at the time the valve popped off. In addition, there was not any blockage suspected that may have led to a high pressure situation. The gas flow rate was 15lpm at the time of the incident. It was confirmed that an abmu bag was used with the peep valve.